Event description:
It was reported that the track will not function due to a bent track assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.